Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: change device oper. Code from lay user/patient to health professional. Evaluation summary: (B)(4): primary analysis finding: helix disengaged from helical channel. The full lead was returned and analyzed. Blood/body fluid was present in/on the helix mechanism.

Event description:
It was reported that the helix of the right ventricular lead would not extend during the first repositioning. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.